Event description:
It was reported that the patient underwent surgery on (B)(6) 2004 and (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion codes: 67, 92 no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2013-03392 and medwatch 2210968-2013-03393. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with burch cystourethropexy, paravaginal defect repair, abdominosacral colpopexy, and suprapubic teloscopy due to symptomatic pelvic relaxation and genuine stress urinary incontinence. It was reported that the patient underwent clipping of mesh going into vagina on (B)(6) 2008. It was reported that the patient underwent a mesh revision/removal and implantation of an autologous sling on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage, urinary urgency, urinary frequency, urinary retention, urinary tract infection, nocturia, and incontinence. It was reported that patient underwent coapt-type urethral bulking and removal of sebaceous cyst on (B)(6) 2009 by dr. (B)(6) due to stress urinary incontinence, detrusor overactivity, and sebaceous cyst of the vulva. It was reported that patient underwent cystoscopy with urethral bulking coaptite injections on (B)(6) 2009 by dr. (B)(6) due to intrinsic sphincter deficiency, stress incontinence, and overactive bladder. It was reported that patient underwent vulvar biopsy, laser ablation of multiple vulvar lesions greater than 20, and cystoscopy on (B)(6) 2010 by dr. (B)(6) due to detrusor overactivity, dysuria, and vulvar lesions at (B)(6). It was reported that patient underwent transvaginal urethrolysis and cystocele repair on (B)(6) 2014 by dr. (B)(6) due to incomplete bladder emptying and urethral obstruction.

Event description:
It was reported that following insertion the patient experienced urinary leakage, urinary urgency, urinary frequency, urinary retention, urinary tract infection, nocturia, and incontinence. It was reported that patient underwent coapt-type urethral bulking and removal of sebaceous cyst on (B)(6) 2009 by dr. (B)(6) due to stress urinary incontinence, detrusor overactivity, and sebaceous cyst of the vulva. It was reported that patient underwent cystoscopy with urethral bulking coaptite injections on (B)(6) 2009 by dr. (B)(6) due to intrinsic sphincter deficiency, stress incontinence, and overactive bladder. It was reported that patient underwent vulvar biopsy, laser ablation of multiple vulvar lesions greater than 20, and cystoscopy on (B)(6) 2010 by dr. (B)(6) due to detrusor overactivity, dysuria, and vulvar lesions at (B)(6). It was reported that patient underwent transvaginal urethrolysis and cystocele repair on (B)(6) 2014 by dr. (B)(6) due to incomplete bladder emptying and urethral obstruction.